Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump did not power on following a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/04/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/14/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple consecutive unexplained pump reboots. The returned battery cap secured properly to the pump. The pump was powered on, and the rewind, load, and prime steps were completed successfully with no duplicated power issues. Unrelated to the complaint, the battery compartment was observed to be cracked, and the display screen appeared dim and discolored when the pump was powered on. Additionally, the pump case was removed and evidence of moisture ingress was found.